Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), product type extension. Other relevant device(s) are: product ID: 7482a40, serial/lot #: (B)(4), ubd: 07-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the left ins and extension was removed due to infection. All other implants remain in place. No further complications were reported/anticipated.